Event description:
A fully charged autopulse li-ion battery (sn (B)(4)) would not power up the autopulse platforms during shift check. The battery was charged successfully in the autopulse multi-chemistry battery charger (mcc) prior to using it with the autopulse platforms. The status led of the mcc showed a green light, and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. However, the battery would not power up the autopulse platforms. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.